Manufacturer narrative:
The reported events were lead dislodgement and unable to extend helix. The reported event of unable to extend helix was not confirmed. A complete lead was returned in one piece with the helix fully extended and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be retracted and extended, and helix extension length met specification. Electrical testing did not find any indication of conductor fractures or internal shorts

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead dislodged or pulled back into the atrium. A procedure to reposition the lead was performed but the helix could not extend. The right ventricular lead was explanted. The patient was stable.